Manufacturer narrative:
The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, a potential cause of the premature disengagement may be related to the angle positioning, pressure and/or incorrect fit between the hudson driver and the perforator body application during use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Linked to mfg report numbers: 3014334038-2025-00077, 3014334038-2025-00078, 3014334038-2025-00109, 3014334038-2025-00080. A facility reported a perforator (ID 261221) stopped before completing the trepanation. The procedure was completed with a replacement product available. No patient injury/consequences reported; however, the event led to 30 minutes surgical delay.